Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural dizziness ("right after surgery I got really dizzy"), swelling face ("face swelling"), lip swelling ("lip swelling"), abdominal distension ("bloated belly"), flatulence ("gas pain") and medical device site rash ("rash on my belly from adhesive tape") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural dizziness, swelling face, lip swelling and medical device site rash outcome was unknown, the abdominal distension and flatulence had resolved and the weight increased was resolving. The reporter considered abdominal distension, flatulence, lip swelling, medical device removal, medical device site rash, procedural dizziness, swelling face and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural dizziness ("right after surgery I got really dizzy"), swelling face ("face swelling"), lip swelling ("lip swelling"), abdominal distension ("bloated belly"), flatulence ("gas pain") and application site rash ("rash on my belly from adhesive tape") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural dizziness, swelling face, lip swelling and application site rash outcome was unknown, the abdominal distension and flatulence had resolved and the weight increased was resolving. The reporter considered abdominal distension, application site rash, flatulence, lip swelling, medical device removal, procedural dizziness, swelling face and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.